Event description:
Customer stated there was no light on the switch but the pad was still producing heat.

Manufacturer narrative:
Our investigation revealed the bulb in the switch was not working, but the switch was turning the pad off and it was cooling down.